Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer delivered too much insulin via a bolus due to user miscalculation. Customer consumed candy and apple juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.